Event description:
The event is reported as: complaint alleges: the complaint was reported by the nurse officer stating that "as informed by my staff the clips were mounted onto the applicator and applied by the surgeon. However, the clips opened up after the application. The clips were removed from the pt and inspected." No pt injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Sample rec'd by MFR, but investigation is incomplete at time of this report.